Manufacturer narrative:
E.1. Initial reporter facility - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer isolated the issue to full height drawer 6 and replaced the drawer board, verified proper operation through hardware test application (hta) testing, rebooted the system, and confirmed normal functionality. The customer inventoried drawer 6, and all items and operations were confirmed as satisfactory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not turning on. The customer tried to switch on twice and confirmed that all connections were intact. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.